Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated transient optical instability. At the time of the interaction, a firmware update was available; therefore, customer care advised the user to perform the update. System reinitialization occurs as part of the upgrade process and is intended to facilitate faster signal stabilization. The user successfully located and completed the firmware upgrade and associated next steps. Subsequent monitoring showed that recent calibrations aligned well with sg trends following the firmware update. The user was advised to continue using the system and to calibrate when requested. Per data management system review, the system was current with active use at the time of case closure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.